Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was associated with a reported out-of-range (oor) shock impedence measurement for a competitor's right ventricular defibrillation lead. A boston scientific technical services (ts) consultant discussed the possibility of a lead fracture and recommended that they consider an office visit to evaluate the lead situation. Subsequently, the competitor's lead was replaced; the guidant device remained implanted and in service. 14 months after the oor impedance report, the device was explanted when the patient was upgraded to a dual-chamber device. There were no reports of adverse patient effects.

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Based on recorded data from device operations and an engineering calculation based on programmed values, this device met longevity expectations. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.